Event description:
Reportedly, the needle broke off while toggling and fell into the cavity. Needle was retrieved and another device was used. No reported injury or ill-effects to the patient was reported. Procedure type: lap. Nissen.

Manufacturer narrative:
Qa conducted an evaluation on the instrument and was unable to identify the root cause for the reported condition. There were no visual or functional abnormalities noted during the qa testing. A loading unit from the qa inventory was loaded in the instrument and applied to test media and the device was found to function properly in accordance with the master device testing standard. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The needle did not break or fall out of the instrument during this testing.